Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 1 of 4. The caregiver (cg) stated that the home patient (hp) disconnected from the patient line during the drain causing the se 2240 and ended up reconnecting. The technical service representative (tsr) assisted with clearing the alarm so the cg could re-set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.